Event description:
It was reported to medtronic minimed that the customer experienced insulin pump damaged. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and found damage at battery compartment. No harm requiring medical intervention was reported. Mmt-1812 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Blank display and constant alarming due to burned components on the pcb1 board and burned force sensor. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. No moisture damage noted to motor assembly, pcb1 board or pcb 2 board during visual inspection. The following were noted during visual inspection: burned pcb1 board, burned force sensor, scratched case and pillowing keypad overlay. The sc1 cap locks properly into the reservoir compartment. Confirmed blank display and constant alarming due to burned electronic assemblies. No cracks on battery compartment noted during analysis. However, confirmed scratched case and pillowing keypad overlay during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.